Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery. Analysis was unable to confirm the oversensing/noise and pacing allegation made against the device in the past.

Event description:
It was reported that this device exhibited oversensing of electromagnetic interference (emi) noise causing pacing inhibition on the right ventricular channel. This oversensing was marked as a non-sustained episode. No changes were made and no adverse patient effects were reported. The device was later explanted without any further allegations being made in relation to this event.